Manufacturer narrative:
Product event summary: analysis could not confirm the reported event, no anomalies were found and no correction was required. Analyzer passed all functional and systems tests.

Event description:
It was reported the analyzer gave trouble during a case. No signals could be obtained. Different adapters were tried and signals could be obtained from the atrial port in one adapter,but nothing from the other adapter (either ports). Another programmer with an analyzer was found at the hospital. The analyzer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.